Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed post-reset ram crc error, unexpected hardware reset and trace pointers invalid error during normal use. Blood glucose level at the time of the incident was 155 mg/dl. Customer states that the alarms occurred after changing the battery. Customer also states that the pump had an unexpected restart and screen went blank. Customer was advised to put in a new battery. Insulin pump's screen is still blank after battery change. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display anomaly noted. Unit received with operating currents within spec. Unit passed self test and displacement test. Unit was monitored for 24 hours. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error were noted. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Power connector plug in and locked in place properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay.